Event description:
The facility representative reported an infuso.r. Pump with a condition of, "led is not functioning, attention light is on, damaged unit". It is unknown when or in which department this condition occurred. This condition had the potential to interrupt delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with a malfunction of "damaged unit" was not confirmed during device evaluation. Service determined the reported condition was due to a faulty micro-processor unit printed circuit board. There were no repairs performed to resolve the reported problem as the device was returned unrepaired.